Manufacturer narrative:
On (B)(4) 2011, additional information was provided to intuitive surgical by the patient's legal representative. The patient is alleging that significant remnants of the thyroid tissue were left behind during the da vinci si thyroidectomy procedure. As a result, the patient is now experiencing additional illnesses for which treatment is ongoing and the full residual effects are unknown at this time.

Event description:
It was reported that during a da vinci si thyroidectomy procedure, the surgeon console lost power. The site turned the system off and upon restart a surgeon console not connected message was displayed. A technical support engineer attempted to troubleshoot the issue via telephone and had the site check the cable connections, cycle the breaker switches on the surgeon console, and emergency power off the system. These actions were unable to resolve the issue. The surgeon made the decision to convert to open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the issue experienced by the customer was associated with the surgeon side console (ssc) power supply. The ssc power supply converts the ac voltage from the wall outlet to dc voltage for use by the system. The system was repaired by replacing the affected power supply. As of (B)(4) 2010, there have been no reported recurrences of the issue at this hospital.

Manufacturer narrative:
On (B)(4) 2010, additional information was provided by the surgeon who performed the surgical procedure. The surgeon indicated that two post operative examinations were performed on the patient and the examinations revealed that the patient was recovering well. The surgeon also mentioned that antibiotics were prescribed during one of the examinations, however, the surgeon would not provide any details as to the reason why. At a later date, the patient informed the surgeon that they had developed an infection and was being treated by another physician for the infection. The surgeon requested that the patient see them for treatment of the infection, however, the patient did not follow-up with the surgeon. The surgeon has no additional information concerning the patient's current condition.